Manufacturer narrative:
The following information has been updated: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 31oct2023. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer? Yes. H.6. Investigation summary: "material #: 367364. Lot/batch #: 3193883. Bd received 4 shelf packs of samples for investigation. Thirty (30) of the samples were evaluated by visual examination and functional draw testing and the indicated failure mode for cracked luer adapter with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked luer adapter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set there was a crack and blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting plastic piece that attaches to the vacutainer holder cracked and started leaking blood. Affected lot number 3193883.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set there was a crack and blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting plastic piece that attaches to the vacutainer holder cracked and started leaking blood. Affected lot number 3193883.